Event description:
Patient reported left side "pain, look horrible, the stiches and scars look horrible and not healing correctly." Patient also reported experiencing high blood pressure, not related to the device. Patient additionally reported "sore, stitching is separating, thin blood, folds in skin around nipples, and where stitched are scarring for a second time". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehisce and impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, soreness, "look horrible", "stitches and scars look horrible", "stitching is separating", "not healing correctly", fold in skin around nipples, "stiches are scaring".